Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's family member reported via phone that the insulin pump failed high pressure test. Customer¿s blood glucose was unknown at the time of incident. Customer experienced blood glucose level of 354 mg/dl. Customer stated that the there was air bubble in the tubing. Approximate size of air bubbles is half an inch. Customer was not alleging insulin pump for under delivering. The insulin pump will not be returned for analysis.

Manufacturer narrative:
(B)(4). The device passed the self test, sleep current measurement, active current measurement, rewind test, prime/seating test, basic occlusion test, occlusion test, force sensor test, displacement test, and the dat test at 0.08730 inches. A water filled reservoir was used during the test. No air bubbles anomaly noted. Set the basal rate for 1 unit/hour and monitored the pump for a day. The device delivered the indicated amounts and were verified in the daily and summary history screens. The units left at the pump display matched properly the units left at test reservoir. No delivery anomaly or basal anomaly noted during testing.